Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as chronic low back pain and spinal pain. The patient reported they had used "all drugs" since implant. It was reported that the patient had no pain relief since implant. This spring (relative to (B)(6) 2018), the healthcare provider (hcp) performed a dye study and the patient was told that the medication was getting through the catheter and that the connector was probably bad. Prior to the dye study, the hcp had been increasing the dose and switching medications, however, the patient said she never experienced any pain coverage. She was in extreme pain in the lower spine. After the dye study, the hcp turned the pump all the way down. There were no further complications reported at this time.